Manufacturer narrative:
Device evaluated by MFR.: a balloon catheter was received for analysis. The device was received inserted through a 5fr guide catheter. An examination of the returned device found that the balloon was fully deflated. The presence of a solidified crystalline substance, possibly contrast medium or saline was noted within the balloon. As part of the device analysis, the device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks or drop in pressure noted. The inflation device was verified before and after use with a calibrated pressure gauge. Using the same encore, a vacuum was pulled and the balloon deflated in twenty seconds. This inflate to rated burst pressure and deflation fully under vacuum was repeated on four more occasions and on each occasion the balloon maintained pressure with no leaks noted and deflated fully in an average time of twenty seconds. The deflation time was recorded using the digital timer. A visual examination of the returned device found that the proximal end of the shaft was severely stretched and tapered down. A visual examination of the device¿s shaft noted the presence of solidified blood. An attempt was made to remove the complaint device from the guide catheter however this proved unsuccessful due to the solidified blood. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that deflation issues occurred. A 6.0x80mm mustang¿ balloon catheter was selected for dilation. It was noted that the balloon would not deflate. The balloon and the sheath were removed together from the patient's body. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that deflation issues occurred. A 6.0x80mm mustang¿ balloon catheter was selected for dilation. It was noted that the balloon would not deflate. The balloon and the sheath were removed together from the patient's body. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).